Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the patient's implantable cardiac monitor (icm) exhibited intermittent under-sensing in the ventricular channel and over-sensing. Programming changes were recommended. No patient symptoms or intervention was reported.